Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005 and mesh was implanted. The patient reported experiencing pain in the hips, leg pains with back pain in the sciatic nerves, pain in the groin and difficulty sleeping due to pain in the back and legs. No further information is available.